Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient is unable to establish communication between his ipg and charger. The patient's programmer also reflected a "battery low/stim off " message. A replacement charging system was sent to the patient as a troubleshooting step. However, the issue remained unresolved. Subsequently, the patient may undergo surgical intervention to address the issue.